Event description:
No additional information . Material#:2420-0007 batch#: unknown. It was reported by the customer that secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped (mms pump pr8627530). The charge nurse also notes that the primary bag started emptying rapidly after the secondary bag. Appears to be a primary set bcv failure. Biomed findings so far: obtained the error and event logs to both the lvp and the pcu (see attached). Error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. Used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping, however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag. (Using gravity). Confirmed the secondary bag emptied its content into the primary bag when the infusion was paused. Verbatim: secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped (mms pump pr8627530). The charge nurse also notes that the primary bag started emptying rapidly after the secondary bag. Appears to be a primary set bcv failure. Biomed findings so far: obtained the error and event logs to both the lvp and the pcu (see attached). Error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. Used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping, however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag. (Using gravity). Confirmed the secondary bag emptied its content into the primary bag when the infusion was paused.

Manufacturer narrative:
The customer reported that there was back flow. One sample model 2420-0007 was returned for investigation. The set was investigated under pr8627530. No defects or abnormalities were observed during visual inspection. Back flow was observed. A quality notification was sent to the supplier. From the supplier's investigation, particulate presence could not be confirmed through visual inspection of the assembled check valve. The check valve was inspected on offline testers and backflow failure was not observed. As a preventative action, the supplier will continue to implement 100% backflow verification during the assembly process and will continue to ensure controls are in place to minimize quality issues. Due to the failure not being replicated by supplier, a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set one way valve allows fluid to flow in both directions. The following information was provided by the initial reporter: secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped (mms pump pr8627530). The charge nurse also notes that the primary bag started emptying rapidly after the secondary bag. Appears to be a primary set bcv failure. Biomed findings so far: obtained the error and event logs to both the lvp and the pcu (see attached). Error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. Used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping, however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag. (Using gravity). Confirmed the secondary bag emptied its content into the primary bag when the infusion was paused.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. W3e17b0 was reported, however, this is not a lot # manufactured for the reported catalog # 2420-0007. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.